Event description:
It was reported that the patient stopped charging the IPG, rendering the IPG inoperable. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (B3) and Patient weight (A4) are estimated.